Event description:
It was reported that tpn was infusing at a rate of 138ml/hr., via PICC line for a minute, when the rn noticed a leak from the mz needleless connector. The connector was replaced with no further issues. The customer confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of leak at maxzero connector was not confirmed based on functional testing. The as-received sample was visually inspected under magnification for damage. None was observed. No mating components were received for evaluation. Functional testing was performed by pushing fluid through from a lab syringe, no leak or issue was observed. The maxzero connector was also pressure tested and no leak or issue was observed. An infusion was programmed at the reported rate for one hour. No leak was observed and the infusion completed as expected with no alarm or any issue. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is an adult.

Event description:
It was reported that tpn was infusing at a rate of 138ml/hr. Via PICC line for a min. When the rn noticed a leak from the mz needleless connector. The connector was replaced with no further issues. The customer confirmed that there was no patient harm.